Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure. The customer¿s blood glucose level was 128 mg/dl. The customer was unable to clear the alarm and unable to rewind the insulin pump. Troubleshooting was performed. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.